Event description:
It was reported that the device was explanted after an implant duration of approximately 9.43 months. On 06/21/2010 (through follow-up with the health-care provider), the operative report of (B) (6)2010 was received. Through the op report, it was learned that the device was explanted due to endocarditis and a large perivalvular leak with moderate-to-severe mitral regurgitation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a copy of the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.